Manufacturer narrative:
The t: slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion while using apidra insulin. Reportedly, customer's blood glucose level was impacted. Customer ultimately switched insulin novolog and blood sugar levels normalized.